Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and scratches on the reservoir tube window were noted.

Event description:
It was reported that the insulin pump was cracked at the reservoir compartment at the black o-ring. The blood glucose reading was 8.1 mmol/l. The caller stated that the crack stretched about a centimeter horizontally. The caller stated that the infusion set was being changed when the crack was observed. The cause of the physical damage was unknown. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.